Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a blue suture break occurred at both common femoral arteries. Two additional proglide devices were successfully preplaced at each common femoral artery. The sheath was upsized to 18f on the right and 12f on the left and the aaa procedure was completed. The successfully preplaced sutures of the additional two proglide devices were used at each common femoral artery to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.